Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 1.8; date: (B)(6) 2011, inratio: 0.9, lab: 1.8. Patient's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Per issue, customer is often adding extra blood. This pre-analytical technique may contribute to inaccurate inr result or testing error. Be advised to apply a single hanging drop of blood on sample well. Inr result of 1.8 was excluded from data analysis because time between tests exceeded three hours. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 0.90, reference: 1.80, mean: 1.35, confidence limits: 1.0 - 1.5. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. Unable to perform retained strip test due to unknown strip lot number on the event details. No further investigation is required. Improper sample technique may have contributed to unexpected results. Analysis of the client's data from inratio and reference tests revealed that test result comparison did not meet accuracy criteria. No strip lot information was available. No product was expected to be returned. Product performance could not be verified. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.